Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Event description:
A patient specific implant prescription was received for patient's impending revision of patient's right proximal femur with diagnosis of "primary noeplasm right femur" with additional notes "prior surgical involving right proximal femur (illegible) resection & replacement in (B)(6) 2012, 2 stage revision of low grade infection with custom stem in (B)(6) now: loosening of revised cemented custom stem."

Manufacturer narrative:
B1 corrected to add the following 'this event relates to loosening of mets femoral stem in situ.' D1 device name corrected from mets proximal femur to mets femoral stem d4 catalog # has been corrected from unk_stm to msstm-14x100 and lot # has been corrected from unknown to b10835.

Event description:
A patient specific implant prescription was received for patient's impending revision of patient's right proximal femur with diagnosis of "primary noeplasm right femur" with additional notes "prior surgical involving right proximal femur (illegible) resection & replacement in (B)(6) 2012, 2 stage revision of low grade infection with custom stem in (B)(6), now: loosening of revised cemented custom stem." This event relates to loosening of mets femoral stem in situ.